Event description:
Consumer via chat stated that their oral-b toothbrush was completely broken. The toothbrush head popped off every time they brushed their teeth and the metal part that held the head on came off with the brush head. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.